Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reyb1766 showed no other similar product complaint(s) from this lot number.

Event description:
Nurse reported that they inserted a midline into a patient and had some problems with the catheter. The nurse stated that they entered the vein, received blood return and then advanced the guidewire without issue. The nurse then began advancing the angio and about a couple of inches in the plastic cartridge that holds the device, it opened up completely. At that time the nurse was unable to advance the angio forward or backward. They then decided to pull the needle out and felt resistance. The patient¿s arm was repositioned and the nurse was able to withdraw the needle with resistance. Nurse reported that when inspecting the needle, it looked like there was about one inch of guide wire on ¿top¿. The angio was not fully inspected because the needle was in the angio. The patient¿s primary doctor was contacted to advise on concerns with removing the catheter and with ordering an x-ray of the right arm to check for foreign body. An x-ray was done and came back negative. The patient later stated that they felt like there was a splinter in their arm. A nurse inspected and was able to remove approximately two inches of angio from the patient¿s arm. The catheter was removed and there was no long term harm to the patient.